Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported contact force issue and subsequent delay could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a contact force issue with the tactiflex catheter and a signal issue with the therapy ablation catheter resulting in a procedure delay. When the tactiflex catheter was connected, the contact force was not display. Replacing the catheter resolved the issue. When starting ablation with the therapy ablation catheter noise was noted on the electric protentional and could not be read. The catheter was replaced, and the procedure was completed with no adverse patient consequences. Both catheters were discarded.